Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. After passing the guidewire through the chronic total occlusion (cto) lesion in the left anterior descending artery, a 10 x 2.25mm wolverine was used, but it ruptured, so rotablation was performed. After that, a different 10 x 2.5mm balloon was used but it also ruptured, so it was replaced with a non-bsc scoring balloon which was unable to cross the lesion. Another 10 x 2.5mm wolverine was used but also ruptured. The procedure was successfully completed with a non bsc balloon catheter without further issue or patient injury.